Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow-up with the customer, she confirmed her original report of a breach with the transformer housing which occurred after eight months of use. She indicated that she did not witness any smoke, fire or sparking, that an injury was not sustained as a result of this issue, and that she would return the product. However, as of the date of this report, the product has not been received. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time.

Event description:
The customer reported to customer service that the power adapter for her breast pump "fell apart. The cord is exposed and the black box part is no longer intact. I have used this pump for several months with no problems until this morning. I need to have this power adaptor and cord replaced as soon as possible. I am unable to breastfeed but still want my son to have breastmilk, which is why I pump."